Event description:
It was reported that the pump battery was depleting quickly. There was no adverse impact to the customer¿s blood glucose. There was no reported adverse impact to the customer. The customer continued to use the pump for insulin therapy.